Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 234 mg/dl. Customer is also concerned with result obtained of 65 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. Mother stated that she has to do the blood since the daughter is incapable to run her own blood. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/18/2018 and open vial date is at time of call is two weeks. The meter memory was reviewed for previous test result history: 164mg/dl (B)(6) 2017 08:50 am fasting:yes; 141mg/dl (B)(6) 2017 09:30 am fasting:yes; 146mg/dl (B)(6) 2017 12:00 pm fasting:yes; 159mg/dl (B)(6) 2017 12:00 pm fasting:yes; 158mg/dl (B)(6) 2017 12:00 pm fasting:yes; memory concerns:undisclosed. This mother is calling for her daughter whose blood glucose levels have been running high on the meter. The above results she felt were definitely out of line for her blood first for being so high and then running so low with no symptoms. The mother has to do the blood since the daughter is incapable to run her own blood. She then noticed how high all results were after that incident with the meter. She just opened another control and ran the control well within range.

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 234 mg/dl. Customer is also concerned with result obtained of 65 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. Mother stated that she has to do the blood since the daughter is incapable to run her own blood. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/18/2018 and open vial date is at time of call is two weeks. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:undisclosed. This mother is calling for her daughter whose blood glucose levels have been running high on the meter. The above results she felt were definitely out of line for her blood first for being so high and then running so low with no symptoms. The mother has to do the blood since the daughter is incapable to run her own blood. She then noticed how high all results were after that incident with the meter. She just opened another control and ran the control well within range.